Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The customer's test strips and meter were provided for investigation, where they were tested using retention controls. Testing results (control range = 1.7 - 3.3 inr): qc measurement 1 = 2.8 inr. Qc measurement 2 = 2.8 inr. Qc measurement 3 = 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Per product labeling: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). Additional medication should only be taken if prescribed by the treating physician. If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted as directed by the treating physician." Occupation - the occupation is patient/consumer.

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs meter serial number (B)(4). At 10:52 on (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 2.3 inr. At 12:25 on (B)(6) 2022, a venous sample was collected from the patient and tested in the laboratory using an unknown method, resulting in a value of 5.0 inr. At an unknown time and date on or after (B)(6) 2022, the patient's inr decreased to 4.1 inr (testing method unknown). The patient's therapeutic range is 2.5 - 3.5 inr, with a target of 3.0 inr. The patient usually tests once per week.